Event description:
A contract cleaning person hired by the hospital brought a floor buffer into the magnet room. The floor buffer was attracted to the side of the magnet. The cleaning person got help from other hospital employees to help them pull the floor buffer off of the side of the magnet. During the removal process the floor buffer was sucked into the bore of the magnet removing a finger of the cleaning person. The magnet field warning signs were up at the site. The cleaning person was knowledgable about the magnetic field. Ferrous warnings are located in the operator's manual for the system.